Event description:
Caller reported false positive troponin (tni) results using the triage cardiac panel test. Results as follows: meter 1 - tni: 1.17 (first sample ran an hour after it was received in the lab). Two hours later, another sample was drawn and ran: meter 2 - tni: <0.05. Tech ran test again using the same device used on meter 1 and ran on meter 3. Result: <0.05. Additional testing was performed soon after using both meter 2 and meter 3 and consistently got <0.05. Md at site was not considering this to be a cardiac event for patient, because tni was repeated and got a series of <0.05 repeatedly.

Manufacturer narrative:
Investigation pending.